Event description:
The occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt and positioned it inside a stent that was previously placed before this intervention. The physician inflated the occlusion balloon to 6mm to occlude the vessel. The physician was using the angiojet and the occlusion balloon deflated. The physician was using the angiojet and the occlusion balloon deflated. The physician decided to continue the case without protection. The pt is reported to be fine.